Event description:
The drill was found to be broken when it pierced the cortical bone. Surgery time was extended approximately 15 minutes to remove the pieces from the pt. The drill had been used in 200 cases. No pt injury or complication were reported.